Event description:
I had essure implanted in (B)(6) of 2008. For the past 4 years I have had heavy bleeding where I pass tangering size clots. My hair falls out, I have excruciating back pain where I cannot stand or sit for long periods of time. I have to take pain medicine every day to help the stabbing pain in my uterus from one of the coils hanging out. I don't know how long I can live like this, it is horrible.